Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location, inadequate fixation, implanting a damaged stimulator, patient engaging in physical activity, and the patient undergoing an MRI have been ruled out as potential causes of the reported issue. However, the questionnaire shows x-rays were not performed following the implant procedure to confirm the device placement. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the erosion is unknown. However, the IFU was not followed as x-rays were not performed following the implant procedure to confirm implant location, which may have caused/contributed to the erosion if placed too superficially (user error - clinician).

Event description:
The patient reported erosion at the knot/coil. An explant procedure was performed on (B)(6) 2022, and a replacement stimulator was implanted.